Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases and white particles in the device inner surface. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one sharp opening and wear abrasion. Fill inspection was performed and identified no blockage was in the valve. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening.

Event description:
Device has been explanted.